Event description:
Itu technician reports unit displayed 'panel connection lost' no information provided as to whether device was in use. Logs show device was most likely in use, but this is not confirmed. Logs and service report uploaded in zip. No incident form as yet as hospital not reported any patient involved. Device originally installed: 24/02/2010.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites.  A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. The root cause was determined to be the use of outdated software and not performing preventive maintenance by the customer in a timely manner. In consequence (correction) device was upgraded to v2.81 and serviced. There was no patient involved.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites.  Tu technician reports unit displayed 'panel connection lost' no information provided as to whether device was in use.logs show device was most likely in use, but this is not confirmed.alarm "panel connection lost"during ventilation. Ventilation continues. No harm to patient or user.during ventilation the screen became black the ( the unit continued to ventilate). No harm to patient or user. The issue is deemed as a reportable event since the device cannot be operated by the medical staff. The issue is not likely to be serious to public health but is likely to cause serious injury or death. Neither is the issue likely to be serious to public health but is likely to cause serious injury or death if it were to recur. An investigation for this case is ongoing in order to confirm the root cause.

Event description:
Itu technician reports unit displayed 'panel connection lost' no information provided as to whether device was in use. Logs show device was most likely in use, but this is not confirmed. Logs and service report uploaded in .zip. No incident form as yet as hospital not reported any patient involved. Device originally installed: (B)(6) 2010.